Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported packaging damage event was confirmed via visual examination. It was identified the packaging was damaged in transit. Device history record (DHR) review was performed with no related manufacturing deviations or anomalies identified. Root cause is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the distribution process packaging damage with sterility barrier potentially compromised was identified. No patient or surgical involvement. No further information available at this time.